Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0t6xb, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# va0kyhn, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that their bladder/bowel stimulator lead had moved. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.